Event description:
The rep reported the ipg and extension were removed due to infection. The primary site of the infection is unk. Additional info has been requested from the hcp. The current pt status is unk. The devices were explanted but not returned to the MFR for analysis. A follow-up report will be sent when additional info becomes available.